Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016 their receiver display screen turned white. There was no report of any injury or medical intervention. No additional event or patient information is available.complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a screen error alarm on the date of issue, in addition to a hardware error. Based on the finding of a hardware error this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.